Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that while in use on a covid-19 patient, the device stopped ventilating resulting in patient o2 desaturation to 60%. The patient was moved to a different device for continued ventilation.

Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. Based on review of additional information from the customer and the device logs, the display lost power and communications because the cable between the ventilator housing and the display became disconnected due to a missing top screw connecting the cable to the ventilator housing. The last log entry before the incident was (B)(6) 2021, 11:56:39. As per the questionnaire, the device was unattended (without any personal inside the box at the time of the event?) In a covid-19 room. After an undetermined amount of time, communications was lost, the ac mains power cable became partially disconnected, and the system transitioned to battery power. It is unknown how long the system was on battery power, however the field service engineer tested the system afterwards and the battery duration was 60 minutes. The timeline based on the device logs and on site questionnaire is that power and communications were lost after 11:56:39. It is unknown when the ac mains power cable became disconnected such that the device transitioned to battery power, but since the logs do not record the loss of ac mains power until after communications was restored, it is known if the ac mains power cable disconnect happened after the communications were lost. While there are no logs to confirm, the complaint and customer questionnaire indicate that the device stopped ventilating at 12:30 pm.